Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "fibrin strands, fibrin strands with red blood cells and red blood cells hang up on the tube walls after centrifugation in more than 30% of samples.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "fibrin strands, fibrin strands with red blood cells and red blood cells hang up on the tube walls after centrifugation in more than 30% of samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Fibrin was not observed. Additionally, 6 retained samples were clinically evaluated. Bd was able to duplicate the customer¿s indicated failure mode, because the defects were evident in the clinical testing of the retained lot samples. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.